Event description:
As reported, approximately 11.43 years post tka, this patient underwent a revision for an unknown reason. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. As reported, approximately 11.43 years since initial implant, this patient underwent a revision on (B)(6) 2021 and was implanted with an exactech ps tibial inserts sz 6, 13mm. The patient underwent revision for an unknown reason. No additional information is available or forthcoming. In a review of the labeling and IFU 700-096-004, it is a known complication that excessive activity and trauma affecting joint replacements have been associated with premature failure. Also, fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, and any of which could require intervention or revision. And may require a second surgical intervention or revision. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions.